Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ("migration of essure device, location of device: left ovary"), fallopian tube perforation (perforation ("fallopian tube(s)") and pelvic pain ("pelvic pain"). In a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: depression. Concomitant products included: ethinylestradiol, norethisterone acetate (junel) and piroxicam (paxil). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced, abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea (dysmenorrhea ("cramping")), menorrhagia (menorrhagia ("heavy menstrual bleeding")) and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6)2018, the patient experienced, device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts/ luteum cyst"). And uterine polyp ("reproductive system disorder or condition, type of disorder or condition: endometrial polyp"), 7 years 4 months after insertion of essure. On an unknown date, the patient experienced, vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and endometriosis ("endometriosis"). And was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral)). And hysterectomy with bilateral salpingectomy, unilateral oopherectomy left ovary. Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, vaginal infection, vaginal discharge and uterine polyp outcome was unknown. And the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, ovarian cyst, uterine leiomyoma, endometriosis and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, endometriosis, fallopian tube perforation, menorrhagia, ovarian cyst, pelvic pain, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient reported, right ovary embedded in fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: essure confirmation test (unspecified), bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet and medical record received. Reporter information updated, patient demographic information updated, product information details updated, lab data updated. Events: migration of essure device, location of device: left ovary, perforation (fallopian tube(s)), abnormal bleeding vaginal, reproductive system disorder or condition, type of disorder or condition: endometrial polyp were newly added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: left ovary'), fallopian tube perforation ('perforation (fallopian tube(s))') and pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included cervix enlargement and uterus enlarged. Concomitant products included ethinylestradiol;norethisterone acetate (junel) and piroxicam (paxil). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnoormal bleeding vaginal"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts/ luteum cyst") and uterine polyp ("reproductive system disorder or condition type of disorder or condition: endometrial polyp"), 7 years 4 months after insertion of essure. On an unknown date, the patient experienced vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), endometriosis ("endometriosis") and menometrorrhagia ("chronic menometrorrhagia") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total abdominal hysterectomy, left salpingooophorectomy & right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, vaginal infection, vaginal discharge, uterine polyp and menometrorrhagia outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, heavy menstrual bleeding, ovarian cyst, uterine leiomyoma, endometriosis and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, endometriosis, fallopian tube perforation, heavy menstrual bleeding, menometrorrhagia, ovarian cyst, pelvic pain, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient reported: right ovary embedded in fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: interpretation only: the procedure was performed by doctor. Examination demonstrates contrast opacification of the uterine cavity through a catheter, there is complete blockage of bilateral fallopian tubes due to presence of essure devices.; on (B)(6) 2010: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter, lab data ,event chronic menometrorrhagia were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: left ovary'), fallopian tube perforation ('perforation (fallopian tube(s))') and pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concomitant products included ethinylestradiol;norethisterone acetate (junel) and piroxicam (paxil). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In july 2015, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnoormal bleeding vaginal"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts/ luteum cyst") and uterine polyp ("reproductive system disorder or condition type of disorder or condition: endometrial polyp"), 7 years 4 months after insertion of essure. On an unknown date, the patient experienced vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, vaginal infection, vaginal discharge and uterine polyp outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, ovarian cyst, uterine leiomyoma, endometriosis and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, endometriosis, fallopian tube perforation, menorrhagia, ovarian cyst, pelvic pain, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient reported: right ovary embedded in fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), ovarian cyst ("ovarian cysts") and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, ovarian cyst, uterine leiomyoma and endometriosis had resolved and the vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, endometriosis, menorrhagia, ovarian cyst, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient reported: right ovary embedded in fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: this case was upgraded from other event to incident. Event injury was updated as dysmenorrhea (cramping), pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding), vaginal infection, vaginal discharge, ovarian cysts, fibroids, endometriosis. Patient date of birth, lab data and essure removal date. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.